Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. The monitor was booted up but due to the backlight not turning on, the display appeared black and as if the monitor was not turned on. The display did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not boot up. The team attempted to restart the pump several times and moved the cable to the network interface card (nic) board on the other side of the pump base, but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of an unknown amount of time. There was no blood loss, nor adverse consequences to the patient.